Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the equipment was turned on in preparation of patient use, the cs100 intra-aortic balloon pump (iabp) balloon can not be inflated. There was no patient or personal injury occurred.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the failure was reproduced. The investigation will be reopened upon receiving new information. H3 other text : device not returned to manufacturer.

Event description:
It was reported that after the equipment was turned on in preparation of patient use, the cs100 intra-aortic balloon pump (iabp) balloon can not be inflated. There was no patient involvement.